Event description:
It was reported that the device was double beeping. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with primary complaint of double beeping. This device has not been serviced in the past. No problem found in event log. The customer's reported problem was duplicated. Performed occlusion test and downstream occlusion (dso) sensor failed. The cause was the dso sensor was inoperable. The dso sensor was replaced to correct the reported issue. The device passed all functional tests after the repair.